Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - device evaluation: root cause: hamilton medical ag received and analyzed the log files of the device. According to the analysis, while testing the device, technical fault (tf) 431001, 431002 and technical event 231009 were recorded in the logs which indicate blower failure. If the issue occurs during ventilation of a patient, since blower is not functioning, no proper ventilation could be provided to the patient, therefore therapy would be affected and a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event is considered as reportable. The partner service engineer did the troubleshooting on site. The root cause of the problem was identified as a defective blower module (msp 160250). The blower module was replaced. The device is back in service.

Event description:
The following was reported to hamilton medical ag: summary: blower timer is 89%. Tf 431002 and 231009 alarm on screen. Blower not vorking. Blower flow test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: blower timer is 89% . Tf 431002 and 231009 alarm on screen. Blower not vorking. Blower flow test failed.